Manufacturer narrative:
(B) (4). (B) (4). Info anticipated, but unavailable at this time.

Event description:
It was reported that during a low anterior resection procedure, the surgeon used the device as normal on a large male pt. The device was closed until the orange marker was in the green gap setting scale. The device was fired, there was no crunch sound and the staples did not form - but remained u shaped. The procedure time was delayed by 30 mins. The bowel had to be resected further and reanastomosed with another device.